Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted in to the arm, which is off-label usage of the device, on (B)(6) 2022. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was found to be potential patient misuse. No injury or medical intervention was reported.